Manufacturer narrative:
(B)(4). Final analysis found that the lead was returned in two pieces. The reported complaints could not be confirmed. .all damages noted were consistent with that occurring at the time of explant.

Event description:
It was reported that the left ventricular lead exhibited an impedance issue, clavicular crush damage and was noted to be fractured. The lead was explanted and replaced. No patient symptoms or additional information was reported.